Manufacturer narrative:
Unit had no back light display due to panel shorted to lcd metal frame. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.(B)(4)

Event description:
It was reported the customer had a backlight anomaly on their insulin pump. The customer's blood glucose was 115 mg/dl. Troubleshooting could not retrieve the customer's backlight. It was also found the customer's sound and up and down buttons were not working on the insulin pump. No additional information provided.